Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Over tensioned due to limitation of the size of implants. Post-operative deltoid muscle dysfunction with axillary nerve palsy. Patient had less motion than expected, was sent to pt continued to be limited and emg was ordered. Emg confirmed axillary nerve pathology on (B)(6) 2015.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct.

Event description:
Over tensioned due to limitation of the size of implants. Post-operative deltoid muscle dysfunction with axillary nerve palsy. Patient had less motion than expected, was sent to pt continued to be limited and emg was ordered. Emg confirmed axillary nerve pathology on (B)(6) 2015. Patient ID: (B)(6).